Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump ran one hour behind than the actual time. Customer was unsure of how time became incorrect on the pump. Tandem technical support assisted the customer with correcting the time settings.